Event description:
It was reported that hat the healthcare professional (hcp) requested review of device data to confirm device operation of this cardiac resynchronization therapy pacemaker (crt-p). Boston scientific technical services (ts) was not able to determine if the episodes stored were atrial or ventricular arrhythmias. Upon review of the episodes, it was noted atrial undersensing and low amplitude. The patient reported lightheadedness. Additionally, high capture thresholds were observed on the right ventricular (rv) lead. Additional information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that hat the healthcare professional (hcp) requested review of device data to confirm device operation of this cardiac resynchronization therapy pacemaker (crt-p). Boston scientific technical services (ts) was not able to determine if the episodes stored were atrial or ventricular arrhythmias. Upon review of the episodes, it was noted atrial undersensing and low amplitude. The patient reported lightheadedness. Additionally, high capture thresholds were observed on the right ventricular (rv) lead. Additional information was received that this device was explanted due to therapy upgrade. No additional adverse patient effects were reported. This product has been received for analysis.

Event description:
It was reported that hat the healthcare professional (hcp) requested review of device data to confirm device operation of this cardiac resynchronization therapy pacemaker (crt-p). Boston scientific technical services (ts) was not able to determine if the episodes stored were atrial or ventricular arrhythmias. Upon review of the episodes, it was noted atrial undersensing and low amplitude. The patient reported lightheadedness. Additionally, high capture thresholds were observed on the right ventricular (rv) lead. No additional adverse patient effects were reported. At this time, this device system remains in service.